Event description:
According to the customer, on (B)(6) 2024 the lap sponges in the pack were "fraying" when using them inside the wound.

Manufacturer narrative:
According to the customer, on (B)(6) 2024 the lap sponges in the pack were "fraying" when using them inside the wound. The customer reported the physician performed "irrigation of the wound" to "rinse frays away and off instruments". The customer reported new lap sponges were opened and used after the event occurred. The customer reported there was no serious injury, medical intervention, or follow up care related to the reported incident. No additional information is available. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.